Event description:
It was reported that this brady lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this brady lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead was successfully explanted and replaced due to intermittent loss of capture (loc). Another lead was implanted in the left bundle branch (lbb) instead. No additional adverse patient effects were reported outside the revision procedure.